Event description:
It was reported that a customer described phlegm-like looking yellow crusty substance forming in the bottom of the recirculating solution reservoir of the level 1® hotline® 3 fluid warmer. Customer states they are following IFU (information for use) guidelines for proper solution mixture and have educated other staff involved in maintenance of unit. Customer reports this did not result in any patient injury whatsoever.

Manufacturer narrative:
One device was returned for evaluation in good condition. Visual inspection of the device found remnant of a yellow substance inside drain port of reservoir. It was observed that a plastic component for the device lcd was broken, which was unrelated to the reported issue. Functional testing involved use testing and found no further foreign material in the reservoir after 2 hours of use. It was suspected that the contaminant was introduced from an external source. Based on the evidence, a root cause was unable to be determined.